Event description:
No airflow from side of vent, was just being placed on patient when problem found, low pressure alarm did activate, states turbine was still running. Patient was immediately switched to backup vent, no harm reported.